Manufacturer narrative:
(B)(4). The customer support engineer (cse) inspected the device. The expiratory seal was found to be upside down which caused a leak at the expiratory filter. The cse re-seated the seal and re-calibrated the flow sensors. The device then passed the extended self-test(est) and was returned to service.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator became inoperative during patient use. The patient was transferred to another ventilator without any reported patient harm.there is no report of serious injury or death associated with this event.